Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycaemia. Customer's blood glucose was 400 mg/dl and the current blood glucose value is 137 mg/dl. The customer did have symptoms of hyperglycaemia. Auto mode feature was not active at the time of incident. The insulin pump will not return for analysis. Frn-mmt-332-rsvr. Unomed set.